Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer received a result of 89 mg/dl on an active system and a result of 224 mg/dl on a lab test within 10 minutes. No adverse event was reported. The alleged product was replaced and requested for evaluation.